Manufacturer narrative:
Manufacturing review: a device history record review was performed for the affected lot number of the cartridge and seeds. These lot met all release criteria. No issues were noted. Investigation summary: one empty seed cartridge was returned for evaluation. Upon initial inspection, the seed cartridges gates closed properly. No spring protrusion was noticed on the backside of the cartridge. Plunger travel appeared fine. Twenty seeds were loaded into the cartridge and inserted into a quicklink loader. All 20 seeds dispensed from the cartridge with no issues noted. The investigation is unconfirmed for the reported issue. A definitive root cause could not be determined based upon available information. Labeling review: labeling was reviewed and found to be adequate. There is a caution statement, which states "in the event the quicklink¿ loader or cartridges become inoperable due to damage or malfunction, any or all components may be removed from the cartridges and implanted manually."

Event description:
It was reported that during a brachytherapy procedure, the device allegedly failed to eject three seeds when twenty seeds in the cartridge were attempted to be discharged. There was no reported patient injury.